Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet insulin delivery system, with blood glucose rising above 400 mg/dl for approximately 15.5 hours, and a bent cannula was identified upon infusion set removal after the user had disconnected during active correction dosing and noted scar tissue at infusion sites. Symptoms included hyperglycemia without reports of loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the need for backup therapy with self-administered insulin injections and product replacement of the infusion set type to contact detach, along with user education and troubleshooting on a full supply change. Investigation included complaint handling, user interview, and troubleshooting with education. Investigation of this case revealed evidence of an infusion set/cannula malfunction consistent with a bent cannula and potential site absorption issues related to scar tissue. It was concluded that the event was consistent with hyperglycemia due to an infusion site/cannula issue, and cause was unclear regarding whether user handling or tissue condition contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.